Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for regular follow up. Upon interrogation it was noted that the device was not bi v pacing. The lead exhibited loss of capture and high threshold. The conduction delays were performed as usual and thresholds were checked in all four cathodes. Programming changes were made. The patient was in a stable condition before, during and after the visit.

Event description:
New information states that exit block was also noted. The lead was left ventricular lead.